Event description:
It was reported to boston scientific that during a procedure the extractor xl triple lumen retrieval balloon deflated very slowly. The balloon was re-inflated a second time, and again it deflated. When the balloon was removed from the patient it was noted to be ruptured. The procedure was successfully completed. No patient complications were reported as a result of this event. The patient's condition was reported as "good."

Manufacturer narrative:
The suspect device is not available for return. A device evaluation cannot be performed. The cause of the reported malfunction is undetermined. Other: product unavailable for analysis.

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-1561.